Event description:
Caller reported a malfunction on the pump. There was no adverse impact to the customer¿s blood glucose level, which did not exceed 500 mg/dl. Cts provided information to reset the pump and assisted the caller in doing so, effectively resolving the issue as the malfunction did not recur. The customer was advised to continue using the pump and to call back if any further malfunctions occur.